Event description:
Tip of the product was broken when the doctor tighten the screw and the broken piece could not be taken from the screw head. The broken pieces on the screw heads still remained in the pt's tibial bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.